Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). There was no patient involvement.

Event description:
The customer reported that during preventative maintenance they have found 70 lvps with a dimmed segment on the tenth digit 7-segment display and has another handful that are demonstrating the same product failure. The devices are a year old and are under warranty in which the customer has been sending them to bd for repairs since (B)(6) 2018. There was no patient involvement.